Event description:
It was reported that the pump won't turn on. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue. Additionally, the customer experienced an elevated blood glucose (bg) level and trace ketones. Cause was not known; however, the customer was relying on manual injections at the time of the event. Insulin was administered via a manual injection to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.